Event description:
During a follow-up, the physician observed absence of pacing resulting in an escape rate of 35 bpm in a recorded atrial arrhythmia episode dated (B)(6) 2011. At the end of the follow up, the pause was reprogrammed from 3 to 2 seconds (parameter used in safer pacing mode). The physician requested a confirmation whether this behavior was related to the safer pacing mode or not.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. (B)(4). Conclusion: the device operated within specifications: the observed low ventricular rhythm episode resulted from interactions between safer and fms management. The ventricular pause was programmed to 2s. However, this complaint is recorded for trend purposes. Specifications changes of safer will be evaluated for future pacemaker platform.